Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A sensitivity testing protocol was executed using lot 14629li00; no out of specification results were generated. Lot 14629li00 contains the same material as the lot in question, 14630li00, therefore, the lots are considered equivalent and acceptable to use in the evaluation. During this evaluation, a shift down of the positive control (pc) results was generated. Tracking and trending identified multiple complaints which observed decreasing values for the positive control. A low pc value may indicate a change in the sensitivity of the assay. Labeling was reviewed and found to be adequate. Based on our evaluation, we have determined the architect anti-hcv assay, list number 6c37-25, lot number 14630li00 is meeting its performance claims. However, an expanded investigation will be completed to determine if there is a correlation between the customer's issue of (B)(6) results and the shift down of the positive control. Based on the available information a product deficiency of the architect anti-hcv reagent list number 06c37, lot number 14630li00, was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer observed a (B)(6) result for one patient while using the architect anti-hcv assay. The customer indicated the patient is a known (B)(6) patient. The customer provided the following results: initial (B)(6), retest (B)(6) there was no adverse impact to patient management reported.